Event description:
It was reported that the patient had their entire implantable neurostimulator (ins) system explanted approximately 3 to 4 weeks after implantation due to infection. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v062020, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of the event was ¿recurrent¿ infection and that the ins system was explanted on (B)(6), 2013. Hospitalization was not required for the event and the patient outcome was reported as non-serious injury. It was also noted that explanted ins components were not returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v062020, explanted: 2011-(B)(6), product type lead. (B)(4).